Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery, with heavy calcification. The 8.0mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) was advanced and was inflated four times between 8 and 11 atmospheres (atm). The balloon ruptured at 11 (atm). During removal, resistance was felt with the sheath and guide wire. When the device was removed, only the shaft was retrieved, and the balloon had detached in the anatomy. A surgical cut-down was performed to remove the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. The resistance and difficult removal was not tested as it was related to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that the reported difficulties and subsequent treatments were due to case circumstances. It is likely that the outer surface of the balloon material became damaged during advancement and multiple inflations in the heavy calcification causing the balloon rupture under pressure. The difficulty removing and separation likely occurred due to the ruptured balloon material catching on the introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.